Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The taxus express2 3.5x16mm drug eluting stent was being used to treat a lesion in an unknown vessel. While inside the patient, catheter fractured. No patient complications were reported.